Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined due to insufficient information. Per the packet insert, as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. Additionally, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Issue resolved - return not necessary. Results pending investigation.

Event description:
On (B)(6) 2021: false positive result 1x on the consult diagnostics hcg cassette kit. Confirmatory serum quant from (B)(6) provided a negative result of <1 miu/ml. On (B)(6) 2021: false positive result 1x on the consult diagnostics hcg cassette kit. Two different kits used for the tests conducted on (B)(6) 2021. Confirmatory serum quant from (B)(6) provided a negative result of <1 miu/ml. On (B)(6) 2021: serum quant result at facility lab provided a negative result of <2 miu/ml. No adverse patient outcomes were reported. No treatment was provided or withheld based on the false positive results. Customer states biological or medical factors may be causing the false positive results.